Manufacturer narrative:
Evaluation codes: results - a visual inspection of the returned product found one haptic torn off. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens, and the trailing haptic tore. The lens was cut to remove and there was no report of any pt injury. Additional information has been requested from the facility, but none has been forthcoming. If additional information does become available, a supplemental medwatch report will be sent.